Event description:
It was reported that the lead was explanted due to high pacing lead impedance. No patient issues were noted. The lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.